Event description:
It is alleged that a 6 year old unit was sprayed with unknown amount of water from commercial pressurized water source. User was standing in front of unit when unit moved forward. User lost balance and fell on the edge of the table. User was hospitalized for broken rib and collapsed lung.